Manufacturer narrative:
(B)(4).

Event description:
The physician reported via the company representative (rep) that there was an implantable neurostimulator (ins) pocket issue. The patient lost a lot of weight, 35 pounds, and the ins was moving in the pocket. Sometimes the patient felt little shocking sensations. It was unknown when the patient first started experiencing the ins pocket issue, the patient was well when the rep saw her at the clinic last (B)(6). The cause of the issue was the weight loss and there was a loop of the extension that was close to the skin but it did not pass over the ins. A pocket revision was performed on (B)(6) 2015. The loop of the extension was put more in depth and the ins was re-fixed into the pocket. If additional information is received, a follow up report will be sent.